Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the malar and preauricular with 2 cc of juvéderm® voluma¿ with lidocaine, in the mandibular angle and chin with 2 cc of juvéderm® volux¿, and in the chin with 2 ml of juvéderm® volift® with lidocaine. Two days later, the patient experienced ¿generalized swelling¿ on the face,¿ chin ¿erythema,¿ and ¿pain¿ on palpation at the injection sites. The patient was treated with deflazacort 30mg 1 tab every 24 hours and ciprofloxacin 500mg 1 tab every 12 hours. Event was ongoing. This file captured the juvéderm® volift® with lidocaine.